Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/10/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the up arrow and ok keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.